Event description:
The customer contact reported the delivery took longer than expected. On an unspecified date and time, the device was programmed to delivery blood on the secondary line. No specific programming parameters were provided. In 2008, at an unspecified time, the delivery was started. It ws reported the delivery completed in 4 hours instead of the intended 2 hours. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.